Manufacturer narrative:
Follow up 14-jan-2016: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no ever reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is not indicative of a quality defect per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous medically confirmed case report refers to a female patient whose essure (fallopian tube occlusion insert) was removed on the same year of its insertion. This event, interpreted as medical device removal, is serious due to medical significance and listed in the reference safety information for essure. In the present case, limited information was provided. The exact reason for the essure removal was not specified. Physician only mentioned that the patient had complaints after essure insertion, and the complaints were gone after essure removal. Given the nature of the reported event causality with essure cannot be totally excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. Further information is expected.

Manufacturer narrative:
Follow-up received on 08-apr-2016: no new information was received. Case considered to be closed. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-apr-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient whose essure (fallopian tube occlusion insert) was removed on the same year of its insertion. This event, interpreted as medical device removal, is serious due to medical significance and listed in the reference safety information for essure. In the present case, limited information was provided. The exact reason for the essure removal was not specified. Physician only mentioned that the patient had complaints after essure insertion, and the complaints were gone after essure removal. Given the nature of the reported event causality with essure cannot be totally excluded. This case was regarded as incident since a device removal was required. Based on the available information no product quality defect was confirmed. Despite follow-up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 17-dec-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2015. Gynecologist mentioned that patient experienced complaints after insertion of essure. Essure appeared to be in the correct position during check by echo. Essure was removed in 2015 and the complaints were gone. Company causality comment: this spontaneous medically confirmed case report refers to a female patient whose essure (fallopian tube occlusion insert) was removed on the same year of its insertion. This event, interpreted as medical device removal, is serious due to medical significance and listed in the reference safety information for essure. In the present case, limited information was provided. The exact reason for the essure removal was not specified. Physician only mentioned that the patient had complaints after essure insertion, and the complaints were gone after essure removal. Given the nature of the reported event causality with essure cannot be totally excluded. This case was regarded as incident since a device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.